Event description:
It was reported that the latch mechanism on the left bed rail let go. It was reported that there was pt involvement, no medical intervention, and no adverse consequences. It was reported that the event did not occur during surgery.